Event description:
A fluid leak was observed during a routine hemodialysis treatment. The saline bag was empty and the fluid was noted to be leaking from the cartridge tubing. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The device was not returned for eval. The reported fluid leak cannot be confirmed. The user's guide instructs the operator to visually inspect the system periodically for evidence of leaks. The nxstage cycler may not sense slow fluid leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Terminate treatment if leak cannot be resolved. Nxstage medical considers this report closed. No add'l info will be provided.